Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Device returned to manufacturer on unknown date. Complaint sample was evaluated and the reported event was confirmed. A vacuum test has been performed: the system is not tight, due to the mixing top which has not been correctly assembled to the cylinder. By consequence could not enter the cylinder. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded that the reported event was likely due to user error. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). UDI (B)(4). Report source, foreign ¿ event occurred in (B)(6). PMA 510(k): ¿ combination product ¿ yes . The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the monomer liquid could not be depressed into the cartridge. No further information has been made available at this time.